Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch #: mw5114198. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to remove from the device, even after the safety was engaged. The following information was provided by the initial reporter: "safety device insertion needle on bd nexiva would not retract from device all the way after use with patient (pt) during normal use. Safety device engaged, but was not able to separate from the IV catheter. Team member did not maintain malfunctioning device. No injury to pt or team member."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system needle was difficult to remove from the device, even after the safety was engaged. The following information was provided by the initial reporter: "safety device insertion needle on bd nexiva would not retract from device all the way after use with pt during normal use. Safety device engaged but was not able to separate from the IV catheter. Team member did not maintain malfunctioning device. No injury to pt or team member."